Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, there were incomplete seals on the gastrolienal ligament and smoke came out of the jaws. The jaws were cleaned and sealing was attempted again, but the problem was not solved. This resulted in bleeding of approx 500cc. Another device was used to complete the procedure without incident. There was no pt injury.